Event description:
Synovitis (synovitis). Left knee effusion (joint effusion). Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician database extraction regarding a male pt, initials unk (age is not provided) with osteoarthritis in left knee (kellgren and lawrence, grade ii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous medical device implantation with first course of synvisc (it was reported that the age of the pt at the time of the first course was (B)(6)). On an unspecified date, the pt initiated second course of treatment intra-articular synvisc (hylan g-f 20) injection (dosage regiment not provided). The lot number of synvisc was not provided. On (B)(6) 2003, the pt rec'd second injection of the course. On (B)(6) 2003, the pt experienced synovitis in the left knee. On an unspecified date in 2003, the pt underwent arthrocentesis and 26 cc of clear yellow joint fluid was aspirated (left knee effusion). The pt was treated with intramuscular betamethasone for both the events. On (B)(6) 2003, the pt recovered from the event of synovitis in left knee and the outcome for the events of left effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis in left knee was mild and the intensity for event of left knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis in left knee as definitely related and did not assess the relationships between synvisc and left knee effusion. Follow up info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on 04/10/2013. Evaluation summary: the product lot number was not provided: therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk relationship of the product is not affected by this report.